Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Foreign- (B)(6)/ study name- (B)(6): patient ID #(B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, two stellarex catheters were used to treat the target lesion of the left proximal sfa. Approximately 48 months post index procedure, the patient experienced an occlusion of the left proximal sfa. A successful revascularization of the target lesion was performed (B)(6) 2019. The physician indicated this is unlikely related to the study device or procedure.